Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone that the buttons were not engaging and he had to really press in. Customer¿s blood glucose was unknown at the time of incident. Insulin was squirting during priming. Customer stated that the time was advancing. The insulin pump will be returned for analysis.

Manufacturer narrative:
No missing segment display or rainbow anomaly noted. However, device had unresponsive buttons due to flattened bolus express, esc and act buttons dome switch. No unlocked keypad connector noted. Unable to perform operating currents, self-test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify rewind anomaly, low battery, prime anomaly, no delivery alarm due to unresponsive button. Device had minor scratched lcd window.